Event description:
It was reported battery passivation was observed for the pt's (italy) ipg during a recent clinical visit. The issue was promptly rectified. Follow-up on this event found the pt's ipg was recently replaced. The reason for the replacement is unk as attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.